Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. A replacement sensor was sent to customer. No additional patient or event information available.

Event description:
Additionally, it was reported that the customer received an invalid transmitter ID alert. Despite multiple attempts, a sensor session was unable to be started. A root cause could not be determined.